Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "hospital inform that introduction syringe is clogged without using on patient." No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned a swg assembly, ars and lidstock for evaluation. Visual inspection revealed one kink towards the distal end of the guide wire body. The distal j-bend was slightly misshapen but intact and both welds appeared full and spherical. No defects or anomalies were initially observed on the ars. However, after resistance was felt trying to push the guide wire through the ars, significant biological material was found inside. Biological material was also observed on the straighter tube of the guide wire assembly. The kink in the guide wire measured 30mm from the distal tip. The overall length of the guide wire measured 685mm which is within specification of 678-688mm per product drawing. The outer diameter of the guide wire measured 0.84mm which is within specification of 0.838-0.877mm per product drawing. The returned guide wire was attempted to pass through the returned ars. Initially, resistance was felt and the guide wire was not able to pass. However, after more force was applied to the guide wire, the guide passed. A lot of biological material was found exiting through the ars. Once this material was removed, the guide was able to pass through with minimal resistance. A manual tug test confirmed both the distal and proximal weld of the guide wire were intact. A DHR review was completed with no relevant findings. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or catheters." The customer complaint of a kinked guide wire was confirmed through this investigation. Visual inspection revealed one kink towards the distal end of the guide wire body. The returned guide wire was attempted to pass through the returned ars. Initially, resistance was felt and the guide wire would not pass through. However, significant biological material was found exiting through the ars. Once this material was removed, the guide was able to pass through with minimal resistance. A DHR review was completed with no relevant finding. Based on the sample received, the root cause of this investigation is deemed to be unintentional use error. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "hospital informed that introduction syringe is clogged without using on patient." No patient involvement.